Event description:
(B)(4) study. It was reported that the patient expired. In (B)(6) 2013, the patient presented with acute myocardial infarction (ami). The 2.25mm x 15mm, eccentric, 90% stenosed, non diffused target lesion contained a >45 and <90 degrees significant bend was located in the non-calcified and non-tortuous distal circumflex artery. It was treated with deployment of a 2.25mm x 20mm promus element plus at 18 atmospheres, resulting in 0% residual stenosis. Post-dilatation was performed using an unspecified balloon and post procedure, timi 3 flow was restored. Aspirin and clopidgrel were administered. Ventricular fibrillation and myocardial infarction ocurred at the mid left anterior descending (lad) artery. One day post procedure, the patient expired.

Event description:
It was further reported that the lesion was 20mm long and vessel diameter was 2.75mm, the stenosis of the lesion was 99%. They performed coronary angiography after implanting the stent, it revealed that there was no thrombosis in the implanted 2.25mm x 20mm promus element plus stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).